Event description:
It was reported that during a da vinci surgical procedure, it was noted that the physician was unable to straighten the tip of the prograsp forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were derailed. One grip close cable was derailed at the pulley. The grip still had limited movement but it was not precise. The tip was bent to the side, therefore was unable to put through the cannula. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Failure analysis investigation found the instruments distal pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.